Event description:
The lab had two patients complain of nerve pain today with needles bd ref 368607 (21 gauge 1 1/4 inch), lot number 4008675, expire 2018-12. The needles that the patients complained about were disposed of before they could be checked for burrs. We pulled all of the lot from our stock. We examined three clean needles and found one burred needle. I could feel the burr to the touch and could see it with the use of a microscope ocular. The patients did not have severe pain today, but each expressed that they had never had this happen before. Over the past year we have had several patients complain of nerve pain when they were having their blood drawn. We could not isolate the lot of needles at the time. The hospital has never seen so many patients with nerve pain until this past year. The pain has been moderate to severe. The phlebotomists range from approximately 2 to 25 years of experience and most all of them had documented the event of nerve pain.